Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited placement difficulty. Echosonography tests suggested that the lead was placed from the patent foramen ovale to the left ventricular (lv) lateral wall. The lead was repositioned to the right ventricular (rv) apex and remains in use. No patient complications have been reported as a result of this event.